Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 20 to 30 ml of bloody fluid in the right side of the diluter onto the counter. No system error messages were generated. The operator was wearing a lab coat, gloves, and goggles when the leak was discovered. There was no report of injury or exposure and the operator did not seek medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. There was no report of patient results being affected by this event. Beckman coulter field service engineer (fse) visited the site on (B)(6) 2012 and observed blood and diluent leaking from hole in tubing through pinch valve (pv28). The fse replaced tubing through pv28 and resolved the issue. Service activity performed was verified per established procedures, and the results met published specifications.

Manufacturer narrative:
(B)(4).